Event description:
The tibial insert and metal backed patella were revised due to polyethylene wear.

Manufacturer narrative:
The device was retained by the pt. Therefore, an evaluation could not be performed.